Event description:
During a remote follow up, far field r- wave oversensing, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.